Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 69 mm in diameter abdominal aortic aneurysm. The patient was being treated for a prior open aorto-bi-iliac repair, with a pseudo aneurysm proximal to the original graft, landing the aui in the right graft and ligating the left. It was reported that the endurant aui and extension were placed without incident. Final angiogram showed accurate landing of the device below the left renal and apparent wall apposition for approximately 3cm in the proximal neck. The graft filled and an apparent type iii endoleak appeared where the stent graft entered the existing open repair graft. The device was ballooned again and pulse in the left leg was undetected only when balloon was inflated in the distal overlap between the aui and extension. The planned fem/fem and ligation of the left iliac limb was completed. The physician hoped that once left limb was ligated and the patient¿s heparin was reversed that the aneurysm and left limb would thrombose and resolve leak. A reversed 16x28x124 was placed flaring into the distal portion of the aui above the level of the old open graft and extending into the distal extension. Additional angiograms displayed a reduced but persistent endoleak. It was reported that the patient never recovered from anaesthesia and passed the day of the procedure. The physician stated the patient had bad pulmonary function and the death was unrelated to the graft implant. A review of several returned videos during implant angiogram showed that the aui and extensions were placed across the pseudo aneurysm, extending into the right common iliac. A blush type contrast was seen outside the stent grafts, within the pseudo aneurysm as well as filling into the bypassed left iliac artery. The endoleak appeared most likely to be a type IV endoleak. No other stent graft issues were observed.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (treating a pseudoaneurysm involving a previously placed surgical graft).